Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained the perclose proglide is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician not trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique in a heavily calcified femoral artery before an interventional procedure. Reportedly, during deployment, a cuff miss occurred. Another proglide was used with the same results. Two additional proglides were successfully deployed and used to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.